Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue button did not appear due to a case caused by a confirmed pi/bug. A technical support specialist remoted in and confirmed that the customer had to log out and log back in. After doing so, the customer was able to issue the item successfully. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the issue button did not appear, the users had to log out and log back in. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the issue button did not appear, the users had to log out and log back in. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.